Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the screen became dark and the user was unable to read the settings. During an ablation procedure this rf3000 radiofrequency generator was selected. The power source went to standby mode; however, when the power was on and the start button was pressed, the screen was dark and they were unable to confirm the wattage, time and impedance. After pressing the stop button, the screen would light up again. It was noted that it was necessary to continuously apply the anesthesia until they were able to change to another instrument because a needle was being punctured at that time. There was no reported damage of the patient.